Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens implant procedure, the plunger of the device was unable to be control by the surgeon and suddenly went in to the capsule causing it to brake. This cause vitreous to come inside. The surgeon had to cut the lens and remove it. Additional information has been requested.